Manufacturer narrative:
The t:flex cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 400 units of insulin. Additionally, the customer uses cold insulin to fill the cartridge. There was no impact to the customer's blood glucose level. Tandem technical support educated the customer on using room temperature insulin per pump labeling instructions.